Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was unable to successfully load the cartridge onto the pump, and following escalated troubleshooting, a replacement was arranged as the customer¿s pump was out of warranty. An out-of-warranty loaner pump was provided as a solution.